Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer disconnected from the insulin pump, removed the battery, and when she went to restart the device, she observed a blank display. The customer did not know the blood glucose reading. Upon troubleshooting, it was found that the battery had been inverted. She noted that the insulin pump restarted, and she observed a no delivery alarm on the screen when it booted back up. The device also alarmed battery out limit, which was deemed to be an indication of normal device behavior. The customer was unable to troubleshoot the no delivery alarm, since she had already removed the old infusion set and reservoir previously. Another alarm occurred as a result of the insulin pump having been without a battery for an extended period of time. Nothing further reported.